Event description:
A patient was revised to address three migrated aviator screws; right c4, right c7, left c7. During revision, the surgeon noted that the locking mechanisms at c4, c6, and c7 on the three-level aviator plate were fractured. This report captures the aviator plate.